Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. It was unknown which instrument caused the event, products used in the event are mentioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having olif spinal the rapy for degenerative scoliosis. It was reported that l4 / 5 olif, they approached and inserted the 10mm cobb between the vertebral bodies. During the operating of removing the contralateral disc ring after inserting the 18 mm cobb, it was difficult to proceed and a metal hammer was used. The space between the vertebral bodies  was narrow, and the giib 6 mm spreader was inserted. At this time, the surgical first assistant noticed that the vertebral body was not lifted well and that it was strange. In mep measurement, the right side of nuvasive company monitoring all dropped. They left l4 / 5 as it was, performed olif at l3 / 4  first, and inserted clydesdale ptc. After that, mep measurement was performed again, and the right side remained dropped. No change in blood pressure. They remove everything such as the retractor and asked the professor for instructions. Duringthat time, no problems were found when checking the recorded images of intraoperative fluoroscopy. Olif was performed at l4 / 5 under the direction of the professor. The operating surgeon and the surgical first assistant swapped. The posterior pps scheduled was changed to open only on the right side, and the situation was confirmed. They performed hemostasis of bleeding areas within reach. Bolheal, neoveil sheet, beriplast, floseal were used. With pps on the left, open on the right, ps insertion was performed, l3/4/5 were fixed and the wound was closed. Total anterior-posterior bleeding volume was about 1,200. There was a delay of over 60 minutes. The movement of the right leg during awakening was sluggish.  Kneeling was not possible. There was some movement of the toes. Olif and pps was schedule initially, but it was changed to olif and posterior open. Decompression and hemostasis operating were performed additionally. Since it is an event before implant insertion, the implants are irrelevant. Although it is an event while using the instrument of medtronic,  it is unknown at the stage of using which instrument. After the operation, when the sales rep asked doctor if the cause was found by opening the posterior side,  it was said that perhaps the instrument was overturned, perhaps it entered from the posterior of the iliopsoas muscle, the bifurcation of the right  nerve root was torn and the intervertebral disc was also injured. It was said that the patient would be carefully followed up. Updated information received on 11-nov-2021: instrument was overturned was due to user error. The instruments used before the event occurred: js140300503 js140300501 js140300502 2900250+907-406.